Event description:
During an ablation procedure, a patient burn occurred. A burn was noted at the outer edge of the grounding pad location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During an ablation procedure, a patient burn occurred. A burn was noted at the grounding pad location on the left thigh. No treatment was administered to the burn. There were no performance issues with any abbott device.